Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date, the wrench was observed with corrosion. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. The review of the ring spanner has shown that the visible marks on the surface consist only partly of rust. The traces can be removed mechanically. These tracks can occur if the key is not cleaned properly or if it has not dried after cleaning accordingly (from residual moisture in rust). This has the consequence that rust is formed. Placeholder.